Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringes with luer-lok¿ were leaking past the stoppers. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the bd plastipak syringes with luer-lok were leaking past the stoppers. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
DHR, quality notification and maintenance records were analyzed and no occurrences potentially related to the defect were observed. The sample sent by the customer was verified and it was possible observe barrel damaged, which caused the leakage during the syringe usage. The potential cause for the problem is a syringe jam on assembly machine system, which caused the barrel damage and the leakage during the usage. That jam is inherent to the manufacturing process and occurs occasionally on the process. As internal action for product quality, improvement will be performed for the defects of damaged components and leakage.